Event description:
A pump declared alarm 20 while it was pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the caller in loading a new cartridge using the correct technique, and the caller successfully resumed insulin therapy.